Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the coude intermittent catheters were not as stiff as previous orders, which caused them to bend easily and make them difficult to insert. The customer was reportedly still able to void using the catheter. Per sample evaluation, it was noted that the eyelets on the catheter were small, which caused the tip of the catheter to be flimsy.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Two unopened coude olive tip orange latex intermittent catheters were returned with their original packaging. One catheter indicated lot# ngdq0985 on its packaging and the other catheter indicated lot# ngdu3540. The eye length and width of catheter belonging to lot# ngdu3540 were measured. Eye length = 0.1775", eye width = 0.0885" the eye length and width were below specifications. The device was being used for treatment. The root cause of this failure was operator error in burning the drainage eyes too small, resulting in the catheter tip being flimsy. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude intermittent catheters were not as stiff as previous orders, which caused them to bend easily and make them difficult to insert. The customer was reportedly still able to void using the catheter. Per sample evaluation, it was noted that the eyelets on the catheter were small, which caused the tip of the catheter to be flimsy.